Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ff noise was reported on this lead. Requested full lead evaluation and xray to determine if the noise is from the lead or an external source. The lead remains implanted at this time.